Event description:
Resident was twisting the screw off axis during procedure & sheared head off of screw. Per sales rep, they went in and removed all parts from patient so there are no adverse consequences.

Manufacturer narrative:
Product just recently received for investigation. Analysis in process but not yet complete.